Manufacturer narrative:
A1-a5: patient information was not provided d.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 hlm. The event occurred in (B)(6), united states. Livanova has initiated and investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a s5 heart lung machine roller pump 150 motor control failure. The issue occurred during priming. There is no report of any patient injury.

Manufacturer narrative:
H11: through follow-up communication it was learned that this is a duplicate of medwatch report 9611109-2026-90009.

Event description:
See initial report.